Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: patient got admitted and was diagnosed pre-operatively with: right l5 radiculopathy. L5-s1 stenosis. L5-s1 internal disk derangement. Intractable back and right lower extremity pain patient underwent the following procedures: right sided transforaminal lumbar interbody fusion l5-s1. Placement of interbody device at l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1. Posterior spinal fusion l5-s1. Harvest of local bone autograft per op notes: "upon completion of discectomy, sizing of the interbody device was performed and the appropriate sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space, along with the pledget of bmp. The 10 x 29 millimeter device itself was then inserted, which had been filled with bmp along with some more local bone autograft... The bmp was used in the interbody space." No intra-operative complications were reported.

Event description:
It was reported that the patient underwent a l5-s1 right sided tlif in which an interbody cage and rhbmp-2/acs were used. It was reported that imaging studies showed that the patient developed uncontrolled bone growth resulting in nerve compression at or near the implant site. Reportedly, the patient is experiencing chronic pain, radiculitis, and emotional distress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.